Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the needle detached from the first mesh leg as the physician was pulling it through the sacrospinous ligament. The detached needle, with "very little" suture attached to it, were still held by a hemostat and did not fall inside the patient. The physician removed the mesh assembly from the patient and used another pinnacle posterior pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Device evaluation: visual analysis of the returned pinnacle posterior mesh assembly showed that the needle was missing from the solid blue dilator, confirming the reported complaint. Visual analysis of the capio device showed that the handle was cracked. Mechanical testing of the capio device showed that it operated freely and smoothly. The directions for use for the device includes the following precaution statement: 'avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.' The probable root cause for the needle detachment was determined to be operational context. The root cause for the cracked handle was determined to be caused by damage during the return shipment to boston scientific.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the needle detached from the first mesh leg as the physician was pulling it through the sacrospinous ligament. The detached needle, with "very little" suture attached to it, were still held by a hemostat and did not fall inside the patient. The physician removed the mesh assembly from the patient and used another pinnacle posterior pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.